Event description:
Repair center: alleged - alarming / red light. Key failure - pe valve failed resistance. Additional malfunctions are the muffler housing is cracked, the compressor is noisy, and the tie wraps are leaking.